Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported through a patient's implant registration card that the vns patient underwent a full revision surgery due to a lead discontinuity. Follow up with the physician revealed that the patient's vns is unable to deliver the desired output current. He indicated that the surgeon was unable to locate the proximal ends of the original leads on the vagus nerve. Physician indicated that he believes that the battery was at end of service. He also stated that the leads were apparently in poor shape which is why the surgeon decided to replace the entire system. However, he believes the fundamental problem was battery failure.